Event description:
It was reported that the patient was complaining this cardiac resynchronization therapy pacemaker (crt-p) poked them, with x-ray imaging scheduled to review the state and position of the implanted system, with a perforation suspected. No additional adverse patient effects were reported. At this time no further information is available from the field.